Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the flare has detached and the dangle shaft was deformed. There was an evidence of flaring process. The handle cannula and key were in good condition. Functional testing could not be performed due to flare detachment. The complaint was confirmed, the flare was detached. The review and analysis of all available information failed to indicate a definitive root cause of this complaint.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used during a placement of biliary stent procedure performed on (B)(6) 2015. According to the complainant, during preparation the sheath was found to be detached. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used during a placement of biliary stent procedure performed on (B)(6) 2015. According to the complainant, during preparation the sheath was found to be detached. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.